Event description:
Contact reported that post-op review noted that the inferior screw (c5-7) was backing out of the cervical plate. During the revision, the plate was removed and it was evident that the screw had worn through the cam-lock. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Eval of x-rays confirmed reported event. It was reported that this pt fell some time prior to the x-ray being taken. Eval of the returned hardware found no discrepancies. It is evident that the cam had been locked at the time of implant, but that the screw forced its way out of the locked cam. This problem appears likely to have been due to the trauma (falling) that was reported as having occurred.